Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump did not turning on. Customer also reported pump error. Customer was able to clear the alarm. Customer did not received request tot rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on (B)(6) 2022. No blank display noted after battery insertion. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, sleep current test, active current test and self test due to critical pump error (open book image) alarm. Successfully download history files and traces using thump. Unable to determine alarm that triggered critical pump error (open book image) alarm, problem isolated to the electronic stack. Force sensor zero offset within specification (23mv). Insulin pump was cut open to perform visual inspection and found no moisture damage.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and fading serial number label. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms (B)(6) 2022 at 10:13:31.000 with variable (21). Pump error 63 alarm due to [hardware error (line number 496, file number 643 and esf# = 3848575)]. Blank display was not confirmed. Critical pump error (open book image) alarm confirmed due to pump error 63 alarms. Pump error 63 alarm due to hardware error (esf# = 3848575). Problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on (B)(6) 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Successfully download history files and traces using thump. Unable to determine alarm that triggered critical pump error (open book image) alarm, problem isolated to the electronic stack. Force sensor zero offset within specification (23mili volts). Insulin pump was cut open to perform visual inspection and found no moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and fading serial number label. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms (B)(6) 2022 at 10:13:31.000 with variable (21). Pump error 63 alarm due to [hardware error (line number 496, file number 643 and esf# = 3848575)]. Blank display was not confirmed during analysis due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to pump error 63 alarms. Pump error 63 alarm due to hardware error ((B)(6)). Problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.